Event description:
It was reported that the patient is requesting a revision of an ams inflatable penile prosthesis(ipp) device due to unspecified reasons. A patient status was not reported. Additional information received that the reason for revision is that there is a mechanical malfunction. The patient outcome was reported to be healthy.

Manufacturer narrative:
Additional information received that a revision surgery occurred on (B)(6) 2020 due to a mechanical malfunction. The patient outcome was reported to be healthy. The ams700 ipp cylinders were visually inspected and functionally tested. A leak was identified near the proximal end of the cylinder body in cylinder 1 attributed to input tube wear and fatigue. Broken fabric threads were present. The input tube sleeve measured 8 mm. A leak was also identified in the cylinder body and krt of cylinder 2 that was a result of sharp instrument damage consistent with explant damage. Due to this damage being consistent with explant it will be considered a secondary failure. The ams 700 momentary squeeze (ms) pump was visually inspected. A leak was identified just distal of the pump strain relief krt cylinder junction attributed to wear and fatigue. Pump contamination was present; the pump was unable to be functionally tested due to this contamination as well as the leak identified. Product analysis concluded the identified leak at the pump strain relief krt cylinder junction and the leak in the cylinder body of cylinder 1 to be the most probable cause of the reported device malfunction. An investigation conclusion code of cause traced to component failure was chosen, as problems were traced to fluid loss through product investigation. System components: reservoir, model- 72404155, lot sn- (B)(6), mfg date- 11/18/2008, exp date- 11/07/2010, gtin- (B)(4).

Manufacturer narrative:
System components: reservoir, model- 72404155, lot sn- (B)(4), mfg date- 11/18/2008, exp date- 11/07/2010, gtin- (B)(4).

Event description:
It was reported that the patient is requesting a revision of an ams inflatable penile prosthesis (ipp) device due to unspecified reasons. A patient status was not reported. Additional information received that the reason for revision is that there is a mechanical malfunction. The patient outcome was reported to be healthy.